Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. The pump will not get past a "replace battery" alarm. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 09-apr-2019 with the following findings: review of the black box and pump alarm history revealed frequent replace battery alarms recorded. On investigation, the pump powered on normally and the electrical current draws were evaluated and found to be within the required specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with moisture inside the battery compartment due to a confirmed leak at the site of the crack. Additional moisture damage was found inside the pump on the printed circuit board.